Event description:
It was reported that this pacemaker device was surgically explanted due to being found in safety mode. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explant device is suspected to be returned for product analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.